Event description:
According to the reporter: there is a vertical break on the catheter where it's near to the port connector. This problem was found out after the port is implanted for several weeks and the dr experienced a problem injecting the solution. Product was explanted and replaced with a new port.